Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced keypad anomaly and buttons were not responding. Customer changed battery and received battery out limit alarm. It was also reported that the display screen was frozen and clock was advancing on pump. Customer's blood glucose was 15.9 mmol/l. Insulin pump will be replaced.